Manufacturer narrative:
(B)(4).

Event description:
Reported loss of sensing on atrial lead and phrenic nerve stimulation during an interrogation on (B)(6) 2017, after an rv and lv lead repositioning was done on (B)(6) 2017. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.